Event description:
It was reported that the patient was experiencing discomfort as the ipg site. The patient underwent revision and was doing well post operatively. Explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.